Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. The complaint was confirmed and the cause was use error.

Event description:
A customer contacted global technical service (gts) regarding fluid draining out of the transfer set on the home choice (hc) during end of therapy, patient not connected. The home patient (hp) stated the hp finished therapy, disconnected and a small amount of fluid drained from his transfer set. The hp put on a mini cap. The technical service representative (tsr) advised the hp to check and close the transfer set and put a new mini cap on. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2012. The patient stated the following: the cause of the leak was not tightening the occluder feet of the transfer set at the end of therapy. Therapy has been going fine. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown; therefore, d4 is unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.